Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level has been elevated (450 mg/dl) for the past month due to the customer being sick with mononucleosis. Correction boluses were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.